Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infection due to 6mm cannula. Patient was treated with oral anitibiotics for 14 days and IV (intravenous) antibiotics for 2 days. Patient faced symptoms of distension, swelling, pebbles, pooling, redness and stinging in the belly. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6010556 was provided. Complaint was classified under malfunction code adhesive patch completely detaches during use- detachment / significant wetness. No products or pictures were returned with the complaint to aid in the investigation. A similar complaints search in the electronic quality management system (eqms) system performed on 24-jan-2026 for against "lot number" "6010556" no similar complaints were identified for this lot and adhesive related issues. A query was run in the eqms on 24-jan-2026 against "batch/lot number" "6010556" under corrective and preventive action (CAPA) family scope. No records were found with lot 6010556 referenced were related to adhesion issues. CAPA determination: during the investigation, a CAPA related to adhesive issues was identified. CAPA-2010953 was opened 18-sep-2024 for adhesive related complaint and bounding covers neria guard products and the time period review. Root cause of problem: the root cause concluded that there is no evidence of a systemic adhesive issue extending to the 3-day adhesive, however there is also a lack of design verification peel-test data for these devices along with the same validated test methods to quantify adhesion performance. Corrective action as a result of the investigation: database-(B)(4) opened to review design inputs for 3-day adhesives. Database-(B)(4) opened to complete associated method validation and verification testing. Summary conclusion: based on no products returned to test, and CAPA-2010953 investigation conclusion, the complaint will be closed as complaint unconfirmed as analysed.

Event description:
To date no additional patient or event details have been received.